Event description:
After wearing the stelo/dexcom g7 sensor all weekend and not getting a reading higher than "below 70", I took myself to urgent care, concerned I had dangerously low blood glucose. The finger stick returned a result of 104, at the exact moment this sensor refreshed to tell me my sugar was at 74 (which was the highest it's been all day). The company will not refund me for sensors I purchased on subscription believing this product worked. I am not diabetic--I was using this for informational purposes only--but I am concerned for people who truly need it. 30 points off for several days seems like a lot, and people can react to this data. I'm surprised someone hasn't been killed yet. When the urgent care nurse finger stuck me, my reading was 104. At the same time this sensor refreshed and told me it was 74. It's at least 30 points off. I do not have the exact product that was on me that day, but I have 3 now that I don't trust and won't be using. Reference report mw5168876, mw5168878.